Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the unit didn't cut and the depth was not correct. Additional information received stated that the event timing was during surgery and there was a delay of 45 minutes. There was harm, injury or adverse event to patient/operator as there was impact to the graft harvest and an additional graft harvest was required.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on march 18, 2016, it was reported that the unit didn¿t cut and the depth was not correct. The customer returned an air dermatome ii device, serial number (B)(4), for evaluation. The customer also returned a screwdriver, hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. Initial qa inspection of the air dermatome ii on 3/24/2016 revealed no visible damage to the hose. There were several areas on the width plates of chipped coating but no visible signs of bubbling. The hand piece did not appear to have nicks or wear to the head or control bar. No bubbling was noted on the head and neck coating. The width plate screw was missing. The master width plate, fits properly and the master blade, positioned with proper spacing on the bottom side but there was lack of spacing on the top side. The motor operated within motor speed specifications with the test hose and the customer¿s hose. Functional tests: on 4/22/2016 a note was put into systems, applications & products in data processing (sap) stating that the device is to be scrapped. No repair of the device was performed. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device, manufactured on november 2, 2012, is over 3 years old and was previously returned to zimmer biomet surgical for prior service 1 time since the device was manufactured. The prior service took place on july 29, 2013 and was for a coating issue. As the repair took place over 2 years ago, there was no relation to the current repair. The customer's reported event of the dermatome not cutting and the depth being incorrect was non-verifiable. Historically, this type of event can be linked to the device being out of calibration. However, as the air dermatome ii was scrapped and not repaired, no calibration data was available. As it had been over 2 years since the device had been serviced previously, the most likely root cause was a lack of preventative maintenance on the unit. Per the instructions for use, devices of this nature should have preventative maintenance performed on an annual basis. The coating issue noted in the initial evaluation is a known issue relating to al-coat plating and the investigation is covered within a CAPA.